Event description:
It was reported that the ilet screen cracked while the user was at work, after which the user reverted to manual injections and reported a blood glucose of 366 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of ilet therapy and continuation of insulin delivery via manual injections. Investigation included collection of event details, shipping verification for replacement, user education for setup, and coordination for device return. Investigation of this case revealed physical damage to the display module consistent with a cracked screen, with no reported device alerts or alarms and no additional malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.